Event description:
Additional information: it was reported that the patient had a revision surgery on 2012-(B)(6). Drug delivered via the device was clarified as lioresal 1000mcg/ml. Patient had no symptoms; doctor "proactively scheduled the patient's surgery." The pump was noted to be right side up during surgery and was anchored. Patient was noted to be doing fine.

Event description:
It was reported that the hcp was unable to refill the pump on (B)(6) 2012. The patient was put under fluoroscopy and it revealed that the pump was flipped. The hcp manually flipped pump back to refill the pump; flipping pump back in place was uncomfortable for the patient. The patient continued to receive good pump therapy. The patient wanted the pump explanted "even though she has no symptoms stating her intuition tells her to change out her pump." The patient will discuss with her physician. The drug in the pump was baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model #8731sc, serial #(B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model #8731sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.